Event description:
It was reported that a pump alarmed for a system error 105. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The evaluation was able to confirm and reproduce the system error 105. It was determined that the alarm was caused by a partially unsecured connection on the input/output printed circuit board (I/o pcb). The I/o pcb has been replaced.